Manufacturer narrative:
The insert was inspected and found to have the tip altered and does not have a spray pattern. The insert was still tested for temperature and found to have a 93.3 temperature. The insert was tested using a g-136 unit at 35cc of water flow, the test unit # was (B)(4), thermometer ID # 6112 (cal date (B)(6) 2016 - cal due (B)(6) 2017). In conclusion the complaint for the insert getting hot could not be duplicated and could not be failed due to needing a temperature of over 118 degrees to be needed to fail for temperature.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-fg-1000 insert, the insert was getting hot; no injury resulted.